Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold measurements. It was noted at a device check two years prior, the threshold measurements had increased and the outputs were reprogrammed. At the most recent device check, the ventricular thresholds had increased and the threshold parameters were reprogrammed again. It was added the rv lead remains in use. No patient complications have been reported as a result of this event.